Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to transport a patient (age & gender unknown), the device inappropriately shut down and would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the customer's battery was returned and we did observe that the pin sockets were loose. However when put into a device, we were unable to observe the intermittent power even after rough handling. A replacement battery was sent to the customer. No trend is associated with reports of this type.